Manufacturer narrative:
.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the tip coil of the guide wire unraveled when it was being removed out of the pt, into the guiding catheter. No pt effects were reported. No additional event or pt info is available.